Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal stenosis. The patient reported that the previous implant was replaced with the current implant because ¿it had problems¿. It was reported that patient had difficulty hearing, so he couldn't explain what the problem was that led to the implant being replaced. No patient complications have been reported because of this event.